Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. Corrected information provided in section h.6. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the tip of the knife bent; therefore, a bent knife prior to patient contact was confirmed; however, how and when the tip of the knife became bent could not be determined. The exact root cause for the bent knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All trocar blades are (B)(4) inspected. Any nonconformance, such as the damaged tip exhibited on the returned opened sample is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic trocar tip was found bent during surgery. The surgery was completed after replacing a product with a new one. Surgery details were not provided, no patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).